Manufacturer narrative:
Product complaint # (B)(4). Additional information received: there has been no report of health injury due to negative pressure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a urological surgery on an unknown date and a reservoir was used. During surgery, the natural pressure control, reservoir was locked and used, but the bottom flap came up and negative pressure was applied. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. - was leakage detected?=>no further information is available. - how long after the first activation happened did the issue occurred?=>no further information is available. - how many reactivation were performed when issue was noticed?=>no further information is available. - was another reservoir used to correct the situation?=>no further information is available. - what is the lot number?=>no further information is available. No further information will be provided. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.